Event description:
It has been reported to philips that failures while attempting to obtain a 12 lead." Lines screen. Lines remained on the screen for approximately 3ish minutes and confirmed all electrodes were properly placed and secured to the patient. The customer unplugged and plugged in the cables multiple times. The customer pressed the 12 lead EKG it show some "squiggles" and then clear up. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro patient monitor regarding incorrect 12 lead readings on the screen for a few minutes, multiple lines were shown on the screen. While the device was noted to be in use, there was reportedly no patient or user harm or impact. Device logs were received and the device was returned to a philips/bench repair facility at rdt (remote diagnostic technologies). No fault was observed with the logs. The device was soaked for 48 hours with parameters running with no failures. No repairs were completed and the nbp, co2 and touch screen were calibrated. The device was functioning satisfactorily and has been returned to the customer. The reported problem was was not confirmed as the root cause of the failure at the time of the event cannot be determined. No fault was found during investigation of the device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications during investigation of the device. The investigation concludes that no further action is required at this time.